Event description:
Sorin group (B)(4) received a report that the pressure in the inspire oxygenator was increasing during use and the oxygenator had to be changed out. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf o f sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.